Event description:
It was reported that the pt's recharge history was not available. The pt was unable to advance the implantable neurostimulator (ins) beyond 50%. The ins was discharged and the pt was charging in the pre-op area. The pt was scheduled to have of his stimulators removed. The device was being removed as it was infected and protruding out of the pt's body. There was decent coupling and the device appeared to begin recharging in the short time prior to the procedure. The ins recharged properly. No device problems were found. The pt outcome was unk; no further info had been heard since the day of the surgery. The infected device could not be determined. See MFR report #3004209178-2010-07047.

Manufacturer narrative:
(B)(4).